Event description:
It was reported that the right ventricular [rv] lead had high pace/sense impedance and short v-v intervals. It was also reported that a lead integrity alert was triggered. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 10 ventricular nonsustained tachycardia episodes of <=200 ms occurred between (B)(6) 2012 04:10:01 and (B)(6) 2012 15:37:29. Weekly pace lead impedance trend data shows an increase for max right ventricular pace of 1136 to 1808 ohms peak between (B)(6) 2012.